Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: strong pain, once come out a liquid, white mass, prosthesis was folded, opening the scar and capsular contracture baker grade IV.

Event description:
Patient reported right side strong pain, once come out a liquid, white mass, prosthesis was folded, opening the scar and presenting contracture. Healthcare professional reported right side capsular contracture baker grade IV. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, g1, g2, h6.